Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematuria : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Arrhythmia : the cause of the injury was unable to be determined due to insufficient clinical details. Major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient was placed onto impella support due to post-cardiotomy cardiogenic shock. While on support, patient experienced hematuria. The next day, patient presented with an unspecified arrhythmia as well as ventricular premature complexes, for which bolus of lidocaine, amio, and drip were administered. The following day, patient had a 250ml chest dump of old blood when he stood up. Heparin was stopped and he was transfused with one packed red blood cells and one platelet.